Event description:
(B)(4). I started having pelvic pain right away, but most of the symptoms didn't become pronounced until some odd symptoms emerged in 2011. These included pelvic pain, painful intercourse, interstitial cystitis, migraines, chronic body aches, mental fogginess, and pots.

Event description:
(B)(4). Additional information: my device was implanted on (B)(6) 2008 at age (B)(6). I did have an essure confirmation test. Prior to the essure procedure, I had no pre-existing health conditions. My scheduled date for surgery for a hysterectomy and removal of fallopian tubes (to remove the coils) is (B)(6) 2016.